Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, and stress testing without duplicating the report. The lcd color cable was replaced as a precaution. The device log does not capture display related issues. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's screen turned a rainbow of colors and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.